Manufacturer narrative:
Device is a combination product.

Event description:
Images provided by the site indicate stent damage occurred. A 4.00 x 28 synergy drug-eluting stent was selected for use to treat a lesion. However, during the procedure, "the calcium plate ruptured". The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.